Manufacturer narrative:
Initial reporter phone: (B)(6). The device is not available for evaluation. If additional information is received, a supplemental report will be submitted.

Event description:
The event involves a plum set that leaked an unspecified chemotherapy drug on the filter vent during infusion causing an unprotected chemo exposure. There was patient involvement but no patient harm. There was no additional information provided.

Manufacturer narrative:
No product samples were returned for evaluation. An image was returned which shows a tangled set in a biohazard bag. The filter body and drip chamber filter vent are visible in the image, however the state of the cap sealing surface or the filter vent material is not evident, no leak is visible in the image provided. The lot history was reviewed and there were no nonconformities which would have contributed to the reported complaint. The complaint cannot be confirmed from the information provided.the device history review (DHR) for lot 4444921 was reviewed and no non conformities were found that would have led to the reported complaint.